Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "air in line."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for investigation. Upon evaluation of the picture, the sample was observed to be used and inside a ziplock bag. Fluid and a few bubbles were visible inside the bag. However, the sample was not connected to an infusion pump. The reported concern was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.